Manufacturer narrative:
Continuation of d10: 4968-35 lead implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate therapy from the device that was suspected to be due to noise on the right ventricular (rv) epicardial lead due to lead damage. During a revision procedure under a thoracotomy it was revealed that the rv lead and left ventricular (lv) epicardial lead were crisscrossed and coating damage was observed on both leads at the contact point between the leads. It was further noted that the right ventricular (rv) subcutaneous lead exhibited blood infiltration and coating damage was also suspected. The rv, lv, and rv subcutaneous leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 (eval code method: fdm/annex b, eval code result: fdr/annex c, eval code conclusion: fdc/annex d); device not evaluated: the reported complaint cannot be substantiated with a s2d analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.